Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior communicating artery (acomm) using a benchmark bmx96 access system (bmx96). During the procedure, the physician was experiencing resistance while advancing the bmx96 through the right radial artery. It was reported that the physician continued to advance the bmx96 against resistance and was able to get the bmx96 into the aortic arch. Subsequently, the bmx96 would not advance any further and the physician decided to abort the radial access and remove the bmx96. While retracting the bmx96, the physician again experienced resistance and fractured the proximal end of the bmx96. Therefore, the physician used a clamp to remove the remaining exposed bmx96 and upon pulling it further, the distal end of the bmx96 had broken into two separate pieces. The physician then obtained femoral access and used a snare device to remove the broken distal end of the bmx96. The procedure was completed using a new bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned bmx96 confirmed that the catheter was fractured. This damage typically occurs during retraction of the device against resistance. It was reported that the device was advanced against resistance during the procedure and subsequently retracted against the same resistance. The root cause of the resistance could not be determined. If the bmx96 is retracted against resistance during use, damage such as stretching and subsequent fracture may occur. Evaluation revealed additional kinks, fractures and ovalization in multiple locations along the catheter shaft. This fractures were reported to have occurred during removal attempts from the radial artery prior to snaring from a femoral access point. The complaint indicated that the bmx96 was clamped to remove the exposed bmx96 causing several of the ovalizations observed on the returned device. The kinks on the returned device were likely due to repeated manipulation against resistance during advancement and retrieval attempts. Further evaluation revealed stretching at the distal end of the catheter. This may have occurred during initial retraction attempt or during snaring for removal. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.